Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. A lot history review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. Internal complaint number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the surgeon observed that when he pulled the vasoview hemopro 2 from the patient's leg the metal wire on the jaw had "unhooked" from the silicone. A replacement device was used to complete the procedure. The hospital did not report any patient effects.